Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he insulin pump died 2 nights in a row and battery had failed. Customer's blood glucose value was 500mg/dl that morning. Customer stated that they did not have new battery. Insulin pump will not be returned for analysis